Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a defective battery pca which was causing an insecure connection with the battery. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Both pin 8¿s on j1 and j2 connectors were bent.